Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed contamination under all button contacts, however all buttons responded normally to button presses. Investigation revealed that the battery compartment was cracked in two places. Unrelated to these issues, investigation revealed that the pump casing was cracked near the upper right corner of the display. Additionally, the keypad cover was cut and torn on the up arrow button and below the ok keypad button. The keypad cover was peeling from the base at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts and that the battery compartment was damaged. This report is made based on results of investigation completed on 11/19/2015.